Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate. Rhythmcare then discussed possible causes and provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.